Manufacturer narrative:
Clinical review: there is a temporal relationship between the adverse event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the liberty select cycler and cycler set and the peritonitis. Additionally, there is no reported allegation of a machine malfunction or cassette leak for this event. Based on the available information a cause of the peritonitis cannot be confirmed. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call, reported that they have peritonitis and drain pain. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient had a positive culture for gram negative bacteria, but the organism type is not yet known. The date of the culture was unknown. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient was prescribed and treated with vancomycin, intraperitoneal, 2g, every other day, and ceftazidime, intraperitoneal, 1g, daily. It was confirmed that pd therapy was continued throughout the event. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.